Event description:
In (B)(6) 2009, I had a c-section and tubal ligation. It was my first c-section, but my sister had two w/no problems. My recovery was long and painful. After recovery from the surgeries, I developed an anal fissure which I had surgery for, then it developed into a fistula and I had to have a second surgery. My periods returned and were extremely heavy and painful. I began to have pain and inflammation in my joints. My body ached as if I was an old lady, but I was only (B)(6). I became increasingly sensitive and susceptible to infections and developed severe depression and anxiety, especially around menstrual cycles and ovulation. I had multiple painful ovarian cysts on my right ovary. I experienced dizzy spells, nausea, and shortness of breath. My skin became dry and itchy, sometimes feeling as though there were ants or other small bugs crawling on me, but there was not. I became very sensitive to noises that I had never paid attention to before. I had uncontrollable mood swings which were beginning to affect my relationships. These symptoms all worsened over a period of three years until I woke up in the middle of the night in (B)(6) 2012. It was the worst headache of my life and scared me. I had never been in that much pain before. I was poked and prodded by many doctors over the next few months, while the headache continued, only the edge taken off with heavy medications which knocked me out. I was finally diagnosed with anemia and given an iron infusion. My symptoms were relieved within hours of the infusion. I was put on a bio-identical progesterone to control my menstrual cycles and lessen bleeding. My symptoms have been still cyclical, but predictable, thus manageable. I have recently been diagnosed w/adenomyosis and am scheduled for a hysterectomy in (B)(6) 2016. I believe that my tubal ligation, performed with filshie clips, has put my body into early peri menopause. Some refer to this as post tubal ligation syndrome, or ptls. I believe that studies need to be done about the effects of these clips in order to inform women of the risks of this procedure. I have had nothing but decline in my health since that procedure.